Manufacturer narrative:
Concomitant medical products: product ID 3708340, serial# (B)(4), implanted: (B)(6) 2011: product type extension; product ID 37743, serial# (B)(4): product type programmer; patient product ID 37092, lot# 271910001, implanted: (B)(6) 2011: product type accessory; product ID 37752, serial# (B)(4): product type recharger; product ID 3986a60, lot# n268666, implanted: (B)(6) 2011: product type lead. (B)(4).

Event description:
Additional information received reported that the patient saw the health care provider (hcp) the day prior to the report. The 0 electrode still showed an open circuit. The hcp planned on revising or replacing in ¿approximately one to two months.¿

Event description:
It was reported that the patient was unable to adjust stimulation and reported seeing a "call your doctor" icon and a power on reset (por) condition. It was noted that the clinician programmer showed por 0x400. The por was cleared with the patient programmer. The patient reported loosing stimulation about 1.5 weeks ago and was not around anything unusual regarding electromagnetic interference (emi) or had any medical procedures done. It was reported that while programming the patient had high impedances after clearing the power on reset (por). It was noted that the manufacturing representative was programming the patient using contact 0 initially during the session and the patient felt stimulation on program 1 at around 3.0v. After making adjustments with another group, the manufacturing representative returned to the initial program again, but the patient couldn't feel stimulation as they did previously. It was noted that they had to turn the stimulation up to 8.0v or so. Electrode impedances revealed reference as 0 showed 10000 with all pairs. It was noted that 12 was 670, 13 was 750, and 23 was 670. It was also noted that at the time of the report, 0 read 13000 ohms. It was further reported that the cause of the issue was not determined and the high impedances were not resolved. It was noted that the patient was reprogrammed around 0 and got ok coverage. The patient was not doing very well due to incomplete stimulation coverage and was going to see the surgeon soon regarding revision.